Event description:
As reported to coloplast, though not verified: the patient consulted for stress urinary incontinence, and a trans obturator sling (aris) was implanted in (B)(6) 2016, with no immediate complications. The patient complained of pain and an erosion of the strip was observed in (B)(6) 2017. Correction by urethrolysis and partial excision of the strip was performed in (B)(6) 2018. The evolution was favorable, but in 2023 the patient developed a new erosion of her diaphragm, with few or no symptoms. Conservative treatment is undertaken with no notion of chronic pain or significant problems.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.